Manufacturer narrative:
One medfusion pump was received for evaluation. The event history log was reviewed and there was a motor rate error in the history. A flow test was conducted and reported issue was able to be duplicated. The steps on the motor felt weak during inspection when turning the motor shaft. The stepper motor was replaced and the issue was resolved.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error. There was no reported adverse event.